Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was performed in (B)(6) 2016. A watchman ® laa closure device was implanted successfully. Through the follow up transesophageal echocardiogram (tee) images, it was suspected there was a thrombus present underneath the limbus, so the patient was kept on coumadin the patient had a repeat tee which showed no thrombus. There were no patient complications and the patient's status is fine.